Event description:
Per the clinic, the device was explanted under general anaesthesia on (B)(6) 2023 due to no response on autonrt. The patient was implanted with a new device during the same surgery.